Event description:
It was reported that surgery was performed due to atrial lead dislodgement. When the lead was disconnected from the pulse generator, body fluid was noted inside the lead and an insulation break was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.